Event description:
The customer reported that when the evis exera iii bronchovideoscope was connected, an error message was received. It was also noted that there was a tear in the scope. The issues were found during preparation for use. The intended procedure was completed using a similar device with no delay to the procedure. There was no patient or user harm associated with the event. This report is being submitted for the malfunction of error message/no image.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s reported issue was confirmed. During inspection and testing, an image with excessive rgb and error code b30 (scope communication error) was displayed. The scope connector was opened, and moisture was observed inside. After aeration, the image failure and error code persisted. A deep dent/bite mark was observed on the insertion tube near the bending section, which could result in damage to the charge coupled device (ccd) elements, causing the excessive rgb and error code. Additionally, the bending section failed the electrical continuity test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling and ccd (charge-coupled device) unit was damaged, leading to the suggested event. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.